Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who called back and mentioned information already documented in this case. Patient stated that the bars when they start charging would be full and after 15 minutes or less some of the bars would go out. Patient mentioned this had been going on since earlier this year and they had been working with it a couple of times, but it had gotten worst. Patient also mentioned that when the bars would go out while charging, they would need to press on the green button on the recharger and sometimes that would work but sometimes it would not. Agent reviewed recharger function with patient. Due to the persistency of the issue, agent sent a request to repair to replace the antenna. Patient mentioned meeting with their provider and were told that the unit was working fine but they did not know anything about how to resolve the recharging issue.

Event description:
Additional information was received from the patient confirming that the implant had been taking longer than normal to recharge since (B)(6) 2025. The patient reported that the issue had not yet been resolved and that the cause of the increased recharge time had not been determined. It was reported that replacing the antenna was planned as a step to address the issue. The patient also reported that activity level was considered the most likely contributing factor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient charged their implantable neurostimulator (ins) every day and originally, their charging time was 45 minutes, but now they take 2 hours to charge their ins. Agent initially reviewed recharge interval factors, but patient then stated that they "did all that". Agent had the patient try to charge their ins during the call, and patient confirmed that there was excellent signal strength (all bars filled in) while charging using their ins recharger.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.